Manufacturer narrative:
Review of production records for involved component has been performed and did not highlight any anomaly nor non-conformity. A final report will be submitted as soon as investigation is completed.

Event description:
Revision surgery hereby reported has been performed on (B)(6) 2026, due to unknown reasons. Patient was originally implanted with smr reverse prosthesis. Original prosthetic assembly consisted of baseplate, lateralized connector +4mm, glenosphere eccentric dia 40mm and smr humeral body reverse (part number 1352.15.010, lot unknown). 9/10 years later, first revision surgery occurred ((B)(6) 2025) due to infection: humeral body has been explanted and replaced with a new one (complaint associated to MFR # 3008021110-2026-00010). On january 21st, 2026, second revision surgery has been performed due to unknown reasons (MFR # 3008021110-2026-00241) and pre-existing humeral body and glenoid components has been explanted and replaced with new ones. A third revision surgery, hereby reported, occurred on (B)(6) 2026, and pre-existing humeral body and glenoid components except for the baseplate has been explanted and replaced, increasing also lateralization. Specifically, following components have been explanted: - 140° humeral body finned reverse (pn 1352.15.051, lot. 2530378, ster. 2500213); - reverse liner +3mm dia 40mm (pn 1365.50.815, lot. 23at24a, ster. 2400018); - glenosphere eccentrical dia 40mm (pn 1376.09.041, lot. 2220948, ster. 2200270); - connector + screw (pn 1374.15.305, lot. 2501812, ster. 2500045). And replaced with: - 140° humeral body reverse (pn 1352.15.015); - reverse liner retentive +3mm dia 40mm (pn 1356.54.816); - glenosphere eccentrical dia 40mm (pn 1376.09.041); - connector lat. +4mm + screw (pn 1374.15.314). Patient is male, date of birth (B)(6) 1962. Event occurred in the united states.